Event description:
Caller reported that a malfunction occurred on the pump with a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller in resetting the pump successfully without the same malfunction code recurring. The customer was instructed to continue using the pump and to call back if any issues arise. There was no further communication established with the customer after follow-up attempts were made.